Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed a male pin from a therapy cable stuck inside, which would have prohibited the device from delivering defibrillation therapy.

Event description:
It was reported that the therapy connector assembly had a broken pin from the therapy cable stuck inside, preventing a therapy cable from being connected to the device. There was no pt use associated with the reported failure.